Event description:
It was reported to philips that the device lost the live image display. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and the customer reported that the live monitor in operation room did not display. The philips engineer suggested onsite service, but quote was not accepted by the customer and no service has been provided from the philips. Therefore, philips is unable to further investigate the issue. The case was closed, and no further action was performed by philips.